Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station went offline during upgrade the field service engineer connected station to the network and complted the data sync. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not came back online. The field service engineer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.